Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the source information found that the patient had not recently been reprogrammed, switched to a new group, or had the need to increase parameters. It was unknown if the patient previously had any overdischarge events, and no fall or trauma was related to the issue. There were no activities or electromagnetic interference associated with this event. Additional information was received from a consumer regarding the patient on 2017-04-03. It was reported that the steps taken to resolve the issue of recharging taking longer was to turn off the battery during recharging. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that it was taking the patient twice as long to recharge her ins. The patient stated that she would recharge at the same time every day. The caller was redirected to contact her healthcare professional. No symptoms were reported. No further complications were reported. Follow-up was conducted.